Event description:
A pt reported experiencing 'off and on' error messages wtih a ot meter that caused several low blood glucose reactions. The error messages included ER 1, ER 2 and redo check. Pt reported a hospitalization during one of the low bg reactions the pt had. The ot meter was found to be within specs during troubleshooting.